Manufacturer narrative:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that there is a burning smell and sees a smoke comes from the main device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dust like contaminate was also observed on the iso port, top enclosure, inlet/outlet seal, center enclosure, blower box cap, blower box, blower motor, heater plate, and the bottom enclosure. The bottom enclosure had a yellowish unknown contaminate. Hairlike fibers were observed on the water tank lid, ui (user interface) bezel, top enclosure, inlet/outlet seal, heater plate, and the bottom enclosure. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 27 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer was not able to confirm the complaint of seeing smoke or the device will not turn on. Manufacturer can confirm the device had intermittent power with an electrical burning odor. Water marks in the device and are consistent with being from an external source. Device avail. For eval, date returned, device eval. By mfg, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that there is a burning smell and sees a smoke comes from the main device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.